Event description:
It was reported the patient experienced no stimulation sensation and a loss of therapeutic effect. It was reported the stimulation was for the patient¿s legs. The patient¿s legs were reportedly ¿just dragging and heavy¿ like they were in the past after the patient reportedly experienced severe sciatic pain which affected his legs. It was reported the patient noticed the change two days ago. The implantable neurostimulator (ins) was reported to be charged up, as the patient charged it last night. It was reported the patient programmer indicated that the device was on. The patient reportedly keeps the amplitude at 3.0 volts, but didn¿t feel anything when it was increased to 6.0 volts. There was no reported accident or incident related to current event. No past falls, trauma, or medical procedures other than standard x-rays were reported. It was reported the patient had an appointment to see the physician on monday, (B)(6) 2013.

Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), product type: recharger; product ID 37083-40, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 3888-33, lot# v134064, implanted: (B)(6) 2008, product type: lead; product ID 37743, serial# (B)(4), product type: programmer, patient. (B)(4).